Manufacturer narrative:
(B)(4)

Event description:
It was reported that low r-wave sensing and rv impedance was observed which was suspected to have occurred due to dislodgement. The lead was repositioned with acceptable values. The patient&#38112;condition was stable during and after the event.